Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she has had high blood glucose all day and it continues to rise. Her blood glucose is 363 mg/dl, and it is rising. Customer treated with manual injection. She experienced dry mouth. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The cannula was not bent. Customer was advised that high blood glucose were often caused by site or set issues. Troubleshooting will be completed when customer receives tubing clamps. Customer was advised to monitor the device and call if needed. Nothing further reported.